Event description:
Patient had a distal femur drive rail connected to a proximal tibia orthex frame. On the distal femur drive rail, patient had an off axis, angled half pin going slightly posterior to anterior using an angled half pin clamp from the drive rail set. Upon removal of the frame, it was noted that the angled half pin was broken. It was broken at the bone where the threaded portion of the half pin meets the shank. The broken half pin was removed; however, it added a significant amount of time to the surgery than previously planned. Required several attempts to remove said half pin.